Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to intermittent increases in impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection.

Event description:
It was reported that boston scientific technical services was contacted to evaluate this device's data. Technical services indicated that the stored data was indicative of minute ventilation (mv) chop due to highly variable, but still in-range pacing impedance measurements from the right atrial (ra) and right ventricular (rv) leads. These variable impedance measurements amplified the mv signal, resulting in over-sensing. It was recommended to program the mv sensor signal off. The patient will be seen in-clinic at an unspecified date for reprogramming to resolve the event. At this time, the device remains implanted and in-service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to intermittent increases in impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection.

Event description:
It was reported that boston scientific technical services was contacted to evaluate this device's data. Technical services indicated that the stored data was indicative of minute ventilation (mv) chop due to highly variable, but still in-range pacing impedance measurements from the right atrial (ra) and right ventricular (rv) leads. These variable impedance measurements amplified the mv signal, resulting in over-sensing. It was recommended to program the mv sensor signal off. The patient will be seen in-clinic at an unspecified date for reprogramming to resolve the event. At this time, the device remains implanted and in-service.

Event description:
It was reported that boston scientific technical services was contacted to evaluate this device's data. Technical services indicated that the stored data was indicative of minute ventilation (mv) chop due to highly variable, but still in-range pacing impedance measurements from the right atrial (ra) and right ventricular (rv) leads. These variable impedance measurements amplified the mv signal, resulting in over-sensing. It was recommended to program the mv sensor signal off. The patient will be seen in-clinic at an unspecified date for reprogramming to resolve the event. Additional information received indicated that the device was prophylactically replaced due to the advisory for battery depletion. This device was recently received for analysis.

Event description:
It was reported that boston scientific technical services was contacted to evaluate this device's data. Technical services indicated that the stored data was indicative of minute ventilation (mv) chop due to highly variable, but still in-range pacing impedance measurements from the right atrial (ra) and right ventricular (rv) leads. These variable impedance measurements amplified the mv signal, resulting in over-sensing. It was recommended to program the mv sensor signal off. The patient will be seen in-clinic at an unspecified date for reprogramming to resolve the event. Additional information received indicated that the device was prophylactically replaced due to the advisory for battery depletion. This device was recently received for analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.